Event description:
It is reported, the pt experienced a perforation during a carto xp procedure. The caller stated the ablation portion of the procedure had been completed and the physician was manipulating the ez steer thermocool catheter into the rv for use during a v-pacing protocol. While advancing under fluoro guidance, it appeared the catheter was no longer within the heart. The physician retracted the catheter and used the soundstar catheter to assess for any pericardial effusion. There is minimal effusion noted and the pt's vital signs were stable with a lower bp than the baseline. The pt was going to be monitored and perform a pericardiocentesis only if the pt condition deteriorated.

Manufacturer narrative:
A resterilized soundstar catheter was used which is not recommended by bwi. No info was obtained due to re-use status of product. (B) (4).